Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pdb872-epm8743 and no non-conformance were identified. Investigation summary: it was received for analysis four unopened samples of product code epm8743, lot # pdb872. The complaint sample was not received. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing / packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent a coronary artery bypass graft procedure on an unknown date and suture was used. During the procedure, the needle was popping off the suture while suturing an anastomosis. Additional like suture from a different lot was used to complete the procedure. There were no adverse patient consequences reported.